Event description:
It was reported that the patient was diagnosed with "delayed gastric emptying" and has "bad stomach issues" now. These "episodes" have regularly occurred every 2-3 weeks since july. Initially it was thought that the cause was a bacteria or virus, but after scans and tests by a gastroenterologist, they showed "slight delay in gastric emptying". The gastroenterologist put the patient on antibiotics to act as a motility agent to help move food through. Per reporter, he's been on the antibiotics for 2 weeks and there has been no improvement. Patient has been doing well seizure-wise with vns since initial implant. Attempts for additional information have been unsuccessful to date.